Manufacturer narrative:
The crossbow is under investigation. We will follow-up this report accordingly.

Event description:
During a meniscal repair the crossbow misfired causing extensive damage to the patient's cartilage. The dr (had to cease with the operation in order to make an incision to suture the damage.